Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for damage to vessel during insertion was confirmed with other empirical evidence. No manufacturing non-conformities were identified from the imaging evaluation. Available information suggests that the delivery system interaction with the vessel may have contributed to the reported event. However, a definite root cause is unable to be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported, a perforation of the vena iliac occurred. They occluded with a balloon, administered medication, and implanted vein stents. Edwards received notification of an evoque valve in tricuspid position where during the procedure, contrast injection was used to check the pathway and slight kinking was observed in the left iliac vein. It was decided to proceed with the procedure, and all dilators were used without issues. After system retrieval, pathway was checked again with contrast and a perforation of left iliac vein was observed. Decision was made to occlude with a balloon and administer protamine. An angiology specialist was consulted and vein stents were successfully implanted. Patient was noted to be stable. No additional treatments or interventions reported.